Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the emergency room (ER) for symptoms or urinary retention with his artificial urinary sphincter (aus) on (B)(6) 2021. The physician verified and the sphincter was activated. He deactivated the aus and the patient was able to void and returned home. Two days later, the patient came back to the ER due to urinary retention. The physician confirmed the device was activated again. He deactivated the device and recommended that, if the patient continues to present symptoms, he should come back to perform a cystostomy. The physician believes the pump is failing. The device remains in service and the patient remains sable.